Event description:
Per bio-libra study, patient has significant pain from ICD pocket moving low in left chest. Had a stitch pop shortly after ICD placed while getting a mammogram thus resulting in ICD moving from original pocket and causing significant pain. Plan for relocation of ICD higher in left chest and under the muscle. Risks and benefits were discussed and is agreeable to proceed. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.